Event description:
Associate employee was moving bed to clean resident/pt room. While pushing down on foot brake release, associate felt sprain/strain in lower back and leg, caused by bed malfunction. The brake was not releasing, so she kept pushing with her foot. Associate is currently under md care for injury sustained while operating this piece of equipment. On 6/1/95, associate visited clinic diagnosed with acute lower back pain, put on work restrictions through 6/4/95. On 6/5/95 re-visited md and work restrictions continued through 6/8/95. On 6/8/95 returned with light duty restrictions in place until 6/16/95 follow up. (*)